Manufacturer narrative:
An investigation has been initiated. When the investigation is completed a supplemental report will be submitted.

Event description:
Catheter lumen broke at the edge of the hub where the securement device is attached.

Manufacturer narrative:
The catheter had been implanted for 45 days when the failure occurred. No other details were provided. The kit lot traced back to two catheter lots. A visual examination revealed the lumen broke at the lumen to hub juncture. The lumen was not returned for evaluation. Summary: the lumen was not returned so it could not be inspected dimensionally of for defects. The catheter hub appeared to be undamaged. The details of the event were limited. A root cause could not be determined.